Event description:
It was reported the patient was experiencing discomfort at the ipg site due to position of the ipg. Surgical intervention took place on 04/27/2015 at which time the patient's scs ipg was repositioned.

Event description:
Additional information received identified the patient's pain at the ipg site has reportedly resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.